Manufacturer narrative:
(B)(4). Date sent: 10/8/2020. D4: batch #t5f09y. Investigation summary: the analysis found that one plee60a device was returned with the loose ring joint cover and plastic joint cover damaged with no reload present. No functional test was performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Due to the damage on the joint cover, it is possible that the device was pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. In addition, ring joint cover was received inside of a plastic bag.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric bypass, single loop, part of the stapler peeled off. There are two silver rings on the flexible black part of the stapler and one of them detached itself from the stapler while the stapler was still inside the patient. The loose part was removed and another stapler was opened. There was no adverse event for the patient.